Event description:
End user described the catheter to be misshaped / malformed and felt sharp with use. He said he at first didn't see the defect and used it but it felt sharp at first entry into his urethra and then he started having pain in the first 1 - 2 inches he pushed it in. He didn't advance it any further and upon removal, he states he had a lot of bleeding that stopped in 1 minute without intervention. He said he is "not a bleeder" and is not on blood thinners. He caths 3 x a day and has used this same product before with no issues.

Manufacturer narrative:
D2a: common device name: ultram14 16in coude tip based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.